Event description:
Technical services received a call on 10/13/2011. Caller stated had yellow alert for low rv amplitude. What is recommendation? Technical services reviewed lead data. In trends for past 60 days, seeing mostly paced with a few amplitude measurements of 20mv, 14.4mv, and then one 2.5mv which led to alert. Caller said they're working with dr. (B)(6). Technical services noted latest interrogation was almost a year ago. Technical services advised monitoring for deterioration of other lead diagnostics. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).